Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found swg kinked prior to the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit including one guide wire within its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. No obvious signs of use were observed. Visual analysis did not reveal any defects or anomalies on the guide wire or returned components. The overall length of the guide wire measured 602 mm , which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.795 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guide wire was kinked was not confirmed through complaint investigation of the returned sample. The guide wire met all relevant visual, dimensional, and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, no problem was found. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "the doctor found swg kinked prior to the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.